Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / left side pelvic pain all the time") in a (B)(6) female patient who had essure (batch no. 627729) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included supraventricular tachycardia in 2001, cardiac ablation in 2001, peripheral edema in 2008, pregnancy (maternity leave (B)(6) 2004) and abortion in 1997. Previously administered products included for birth control: nuva ring (B)(6) 2008 and depo provera. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches became more frequent after essure insertion"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (diagnostic laparoscopy on (B)(6) 2013, and hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the migraine, nausea and dysmenorrhoea had resolved. In (B)(6) 2016, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dyspareunia had resolved. At the time of the report, the alopecia and weight fluctuation outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: essure insertion performed on (B)(6) 2008 (essure right: 4 coils and essure left: 4 coils). Approximate weight at the time of essure placement (B)(6) lbs. Due to hysterectomy and removal of essure she was on medical leave (B)(6) 2016. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (both of tubes were blocked). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, chlamydial infection, dysfunctional uterine bleeding most recent follow-up information incorporated above includes: on 2-may-2019: upon receipt of a new follow-up information (pfs and medical records), case (B)(4) was identified as duplicate. All references and information from deleted duplicate case were transferred to this case. Per pfs: reporter¿s information was updated and new reporters were added. Patient¿s information was also updated, hsg result, insertion and removal dates, and lot number of essure were provided. Furthermore the events abnormal bleeding (vaginal), menorrhagia, apareunia, migraines / headaches, nausea, dysmenorrhea, dyspareunia, pelvic pain, hair loss, weight fluctuation were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / left side pelvic pain all the time') in a 32-year-old female patient who had essure (batch no. 627729) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral edema in 2008, supraventricular tachycardia in 2001, cardiac ablation in 2001, abortion in 1997 and pregnancy (maternity leave from apr-2004 to sep-2004). Previously administered products included for birth control: nuva ring from september 2008 to october 2008 and depo provera. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches became more frequent after essure insertion"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (diagnostic laparoscopy on 01-may-2013, and hysterectomy with bilateral salpingectomy on 11-nov-2016). Essure was removed on (B)(6) 2016. In november 2016, the migraine, nausea and dysmenorrhoea had resolved. In december 2016, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dyspareunia had resolved. At the time of the report, the alopecia and weight fluctuation outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: essure insertion performed on 21-nov-2008 (essure right: 4 coils and essure left: 4 coils). Approximate weight at the time of essure placement 200 lbs. Due to hysterectomy and removal of essure she was on medical leave from 11-nov-2016 to 26-dec-2016. Current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-feb-2009: total bilateral occlusion (both of tubes were blocked). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, chlamydial infection, dysfunctional uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.